Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt called about (B)(4) which was implanted on (B)(6) 2021. The reason for call was to report that the whole system had to be removed due to infection. The infection disease hcp told her that the infection could have been on the device when they implanted her. Pt reported probably within a week or so after implanted she thought her incision did not look right. She went to (B)(6), drove for 5 hrs, and hcp said everything looked fine. Pt then had to see her dermatologist and hcp said the incision did not look good. Pt started calling her hcp and they kind of blew her off. Pt had to go to ER and then finally hcp realized it was serious and started calling her. Last friday afternoon they told her to come in. Last saturday they operated and removed all the components. Hcp thought there was some bacterial infection going on. They removed everything because pt also has a dbs ins and another pain ins to her cervical and they were afraid infection could spread to her other 2 devices. Now pt is at home, doing IV solutions. She has to drug herself up 5times a day. Hcp said they may reimplant her late aug-sept and in the meantime he said to suck it up as far as her pain. Pt said she cannot take whatever he gave her for pain. That does not help. Pt wants to make sure medtronic is aware and said maybe FDA needs to be notified.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient states having ins replaced in (B)(6) because of staff (staphylococcus) infection. After replacement everything has been fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the infection was not resolve. They were home on IV until may.